Event description:
It was reported that a perforation occurred during predilatation of the right coronary artery with a 4.0 x 12 mm rx voyager nc. The first graftmaster was deployed to treat the perforation; however, some leaking was still noted. The second graftmaster was deployed proximal to the first graftmaster; however, leaking was still noted. A non-abbott stent delivery system balloon that had been used previously in the procedure was advanced and inflated and was able to successfully treat the perforation. The patient is reported to be well and has since been discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. Since there was no report of any damage observed to the stent delivery systems (sds) or stent implant prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. No patient anatomical information was provided and the device was not returned for analysis, both of which may have aided the investigation. It is possible that the stent did not have proper vessel wall apposition to properly seal the perforation; however, the exact cause cannot be determined. The additional therapy/non-surgical treatment appears to be a secondary effect to the failure to seal as additional inflations with a balloon catheter were required to seal the perforation. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Although a conclusive cause cannot be determined for the reported failure to seal (leak), there does not appear to be any indication of a product quality deficiency. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all sds are 100% leak-tested and visually inspected for foil damage and proper placement online during the manufacturing process. The 3.0 x 16 mm graftmaster and the 4.0 x 12 mm voyager nc, are each being filed under separate MFR numbers.